Manufacturer narrative:
Review of the device history records was completed on 27 june 2018 for the following cvi consumable kit lots used during the event: acist multi-use syringe kit, model a2000, lot 58053793, acist single-use manifold kit, model bt2000, lot 28217e, and acist angiotouch hand controller kit, model at-p54, lot 32017j. This review confirmed that there were no quality issues during the manufacture of these lots related to the reported event.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on may 22, 2018, and functionally tested and met pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injection system. Acist requested from the user facility the cvi consumable kits used during the event; the consumable kits were not available and had been discarded by the user facility. The lot numbers of the cvi consumable kits were provided by the user facility and a review of the device history records will be completed for those lots. A copy of the cine-angiogram was also requested and was received by acist. Upon completion of the review of the cine-angiogram and review of the device history records, a follow-up report will be submitted to FDA. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injection system. Based on testing and evaluation of this cvi injection system, there is no evidence of device malfunction related to the reported event.

Event description:
User facility reported, during a catheterization procedure for a left anterior descending (lad) angioplasty, air was injected into the patient at the end of the procedure and last injection of contrast using a diagnostic catheter. There was a block of flow into the lad. The patient experienced chest pain and st-segment elevation for a duration of one minute. The patient recovered the same day.

Manufacturer narrative:
A review of the cine-angiogram and additional information provided by the user facility was completed by acist's medical advisory board member: the user facility reported that there was a "block in the flow" in left anterior descending (lad) at the end of the procedure. There was transient chest pain and st-segment elevation on the ECG, but no hypotension arrhythmia or signs of infarction. The angiogram showed slightly slow lad flow after stenting of the lad and with the guide seated deeply in the circumflex artery. The next angiogram showed a diagnostic catheter in the left main coronary. There was slow flow in the lad consistent with prior air injection. The following angiogram shows normal lad flow. This is consistent with air injection into the lad with transient ischemia and no long-term injury. There was no evidence of device malfunction related to this event, based on testing and evaluation of the acist angiographic injection system, model cvi, used during this event. The cause of this event is inconclusive. This report is considered closed.